Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing was performed, and no backflow was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was drawing blood from the patient instead of administering the medication. The blood went multiple inches in the line and noted that it visibly pumped forward with each activation of the device. The infusion was tried with a different vein, which did not solve the issue. Additionally, after the second attempt with the defective pump, the occlusion sensor failed. This occurred during patient infusion with an unspecified medication. The pump was replaced to solve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 correction h11: the device was received for evaluation. The customer reported issue of reverse flow was not able to be reproduced during testing. A device history review revealed no issues that could have caused or contributed to the reported issue. There was no rework performed on the pump. For the issue of "occlusion sensor failed" the event history log was reviewed for the event date provided. The review shows a system error 21515 (uso sensor failure) which is likely what the reporter had meant. Functionally the device was working as intended and the reported issues were not verified. The upstream occlusion sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted